Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system did not irrigate or aspirate and caused a corneal burn. Additional information has been requested.

Event description:
Additional information has been received stating the patient had a visually significant dense age related cataract. The surgeon reports that during the emulsification of the cataract using a divide and conquer technique there was poor fluid flow. There was an occlusion with the occlusion tone heard. There were 3 different attempts made to get the system and handpiece to work by changing the lines, tip and handpiece which were all unsuccessful. The system was swapped out and the replacement system worked well. The corneal burn was closed with five 10-0 nylon sutures and glue. There was corneal opacity at the site of the burn. There is a large amount of astigmatism towards the wound burn.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The company service representative examined the system. The complaint was originally reported as no vacuum. Later the customer stated that the complaint was no irrigation or aspiration. No consumables were saved for evaluation. There were no system messages (sm) in the event log at the time the event occurred. The irrigation and aspiration checked within specifications. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).